Event description:
An olympus sales representative reported two issues with that distal cap on the scope interfering, as the user was not able to fully raise the elevator. First, at the end of the procedure, scope was pulled out of the patient, and it was noticed that cap was missing. The cap was found inside the patient¿s mouth. It is unknown how the cap slipped off. No medical intervention was required to remove the cap. The cap was removed by scooping it out with the scope. There was no delay in the procedure. The procedure was completed with the same scope. The procedure and patient details are not known. Second, after another separate procedure the scope was being cleaned with the enzymatic sponge and they noticed the cap was missing from the scope. The cap was found on their cleaning space. There were no issues with the scope itself and it is unknown if it was the same scope. However, they only have two tjf scopes at their facility. It was believed the cap was put on properly. However, they have conducted a training since to ensure the cap is put on correctly. The caps will not be returned as they were disposed of at the facility. There was no injury associated with these instances. This report is related to the following patient identifiers: (B)(6) is for the first distal end cap used, which was reported under MFR. Report number 8010047-2021-05172. Complaint # (B)(4) is for the duodenovideoscope used in the first case(subject report). (B)(6) is for the second distal end cap used, which was reported under MFR. Report number 8010047-2021-05171. (B)(6)is for the duodenovideoscope used in the second case.

Manufacturer narrative:
The duodenovideoscope referenced in this report was not returned to olympus for evaluation. Olympus contacted the user facility to obtain additional information regarding the reported events and was informed that no anti-fog agent was used, no damage was noticed after attaching the distal end cover to the duodenovideoscope, and they were not sure, if the user attached the distal cover to the scope and then pull or twist the cover to make sure that the distal cover will not come off. The manufacturing date cannot be determined at this time since the serial number was not provided. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The root cause of the user¿s report cannot be conclusively determined; however, based on the legal manufacturer¿s investigation, the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: (1) the distal end cover was inappropriately attached to the endoscope. (2) distal end cover has a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to break. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories.¿ investigation activities have been opened to manage the actions related to this report and any required MDR reporting.